Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The customer received a replacement device and this device was archived by stryker. Stryker determined a faulty reed switch sw5 was the cause of the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.